Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed and will be explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced increased weakness. Possible intermittent loss of capture was noted on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.